Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Event description:
A pk papyrus covered stent system was selected for treatment of a perforation in the mid lad. The stent got dislodged in the left main and had to be withdrawn into the guiding catheter. However, the covered stent was neither in the guiding catheter nor in the coronary system. It got lost while pulling into the left main. Site of the dislodgement is unknown. Patient was transferred to ICU for further pericardial drain monitoring.